Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw of the reload was open, I -beam was fully retracted, the interlock was not engaged, and the reload had all full complement of staples. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the returned device had a deformed clamping mechanism. Functionally, the returned reload was successfully loaded onto the representative handle. The clamping mechanism was deformed. All staples were properly placed, and test media was cleanly transected. The safety interlock feature successfully prevented the reload from firing again. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, the first reload was attached to the handle and when the surgeon tried to resect the duodenum for the first firing, the handle could not be squeezed. When the cartridge was replaced and tried again, the handle did not advance as same as the first one, and it could not be used. After replacing the handle and using it with the new reload, it could be used without any problem, and the operation was completed. The two reloads could not be loaded in the first handle, so they replaced with a new handle, and the second reload was able to be loaded in the new handle. There was no patient injury. Pli 20 -medtronic¿s initial evaluation of the incident device found that the reported condition of "difficult to load" was not confirmed. The returned reload was successfully loaded onto the representative pmv handle. The clamping mechanism was deformed.all staples were properly placed, and test media was cleanly transected. The safety interlock feature successfully prevented the reload from firing again. Pli 30 -medtronic¿s initial evaluation of the incident device found that there was no reported condition to confirm. The returned reload was successfully loaded onto the representative pmv handle. The clamping mechanism was deformed. All staples were properly placed, and test media was cleanly transected.  The safety interlock feature successfully prevented the reload from firing again.